Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the patient experienced postoperative bleeding and required an angiogram. The initial robotic procedure was completed without any complications. There was no excessive intraoperative bleeding noted. The vessel sealer curved instrument was used on the dorsal pancreatic artery, where the bleeding was identified postoperatively. The vessel was approximately 2mm in diameter. The bleeding was controlled by the angiogram; no further intervention was required, and the patient did not have to be taken back to the operating room.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the vessel sealer instrument for failure analysis evaluation. Vessel sealer instrument logs show the instrument was installed 19 times, with 18 installs on universal surgical manipulator (usm) 3 and one install (6th overall) on usm 4. E-200 energy activation data is available and the data shows 355 seal activations and 4 coag/bipolar activations with this instrument. The 359 total activations were all completed successfully per the logs. Metrics showed 304 successful cuts with 0 exposed blade errors and 0 high impedance seals. Logs did not show any errors that appear to be related to the use of the instrument.